Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 13.2 mmol/l and 6.9 mmol/l. No death or serious injury reported. Customer disposed of the alleged test cassette; no product will be returned.